Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fluid ingress bezel, replaced corroded rear case, replaced missing platen assy and replaced right corroded iui. Replaced cracked door latch sear. A review of the device history record for (B)(6) was performed from the date of manufacture 06/20/2004 to the present date 01/11/2021 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. Based on the findings, service determined that the proximate cause of the reported issue was due to a maintenance issue with the bezel assembly. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0605 for bezel fluid ingress,00926 for door latch, ca-2018-0161 for iuis.

Event description:
It was reported that the device needed various parts. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 06/20/2004 to the present date 01/11/2021 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system.

Event description:
It was reported that the device needed various parts. No patient involvement.